Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced palpitations and dizziness. The pulse generator exhibited noise on the atrial channel which occurred after ventricular pacing. The device remained implanted.